Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient had a fault alarm on his freedom driver. The customer also reported that the patient had hypertension. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Review of the electronic data revealed a fault code of "bottom pressure too low" which is indicative of a potentially failing u22 pressure sensor on the main pcba (printed circuit board assembly) and is consistent with the alarm that the customer experienced. Further investigation of the main pcba confirmed that the root cause for the reported fault alarm was a degraded pressure sensor (u22) on the main pcba. Syncardia has an open CAPA (corrective and preventive action) to address the issue of u22 pressure sensor failures. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with u22 pressure sensor failure events. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the patient had a fault alarm on his freedom driver. The customer also reported that the patient had hypertension. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.